Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: w1dr01 ipg implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid regurgitation from the right ventricular (rv) lead. The implantable pulse generator (ipg) pacing system was removed and replaced with a leadless implantable pulse generator to avoid any leads crossing the tricuspid valve. No further patient complications have been reported as a result of this event.